Event description:
On (B)(6) 2025, the user¿s daughter reported that after changing the device supply in the morning, the user experienced elevated glucose readings throughout the day. Upon inspection, the daughter observed leaking in the device chamber. The chamber was dried, and a new supply was applied. High blood glucose reported was 400 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.